Event description:
It was reported that during an angioplasty treatment procedure, guidewire coating damage occurred. The physician observed a detachment and loss of distal opaque polymer coating of the guidewire, over a length of 5 mm within the coronary artery. The debris of the guidewire was removed with an unspecified thrombo-aspiration catheter. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during an angioplasty treatment procedure guidewire coating damage occurred. The physician observed a detachment and loss of distal opaque polymer coating of the guidewire, over a length of 5 mm within the coronary artery. The debris of the guidewire was removed with an unspecified thrombo-aspiration catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated: device lot number, device expiration date, device evaluated by MFR, eval summary attached, device manufactured date, method, result, conclusion. One device was received in a plastic bag, outside the hoop. Distal tip damage and several kinks along the body were noted. The visual inspection was performed and the device presents distal poly tip peeled and kinks approximately at 2.5cm, 40cm, 46.5cm, 53cm from the proximal end. All outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).